Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot expiration date is currently not available.

Event description:
During a knee arthroscopy (menisectomy), the surgeon started to shave the meniscus, then he noticed that a lot of metal particles were produced in the knee. Additional information received via email from the affiliate on 1-20-17: only the first blade produced metal shavings. The metal shavings were removed. It is unknown what was used to remove the shavings. This failure delayed the procedure, but not significantly. Additional information received via email from the affiliate on 1-20-17: it was less than 30 minutes, just to open another box. Apparently the 2 others didn¿t cause an issue, but the hospital returned the rest of the box.

Manufacturer narrative:
This report is being filed to document the receipt of the complaint device at depuy synthes mitek on february 23, 2017.

Manufacturer narrative:
The complaint device was received and evaluated. The distal tip of the device was visually inspected under a microscope. A small chip was noted on the edge of the inner shaft, in the location that aligns with the tooth on the outer shaft. Additionally, scoring in a striated pattern was noted on the adjacent surfaces of each shaft, indicating that a piece of material became loose and was trapped between the shafts. These findings indicate that the metal particles seen in the submitted photograph emanated from this device, confirming this complaint. Potential root causes for the observed blade damage include the device hitting a hard surface or excess lateral force or torque exerted on the device during use; however, a definitive root cause for this specific device failure cannot be determined. It was reported that all of the metal shavings were removed. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no internally assignable cause for the reported issue. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of (B)(4) devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).